Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for non-ischemic ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. A pericardiocentesis was performed and yielded 350cc of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and associated with excessive force in the outflow track. No transseptal puncture was performed. Arrow sheath was used. Generator parameters at the time of injury included power control mode at 50 watts. There is no further information regarding generator settings. Overall ablation time at the site of injury was a few minutes. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15ml/min. There is no information regarding anticoagulation during the procedure. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.